Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal right coronary (rca) artery. A 2.50 x 16 synergy¿ stent was advanced but failed to cross the lesion despite several attempts. When the device was removed, it was noted that stent struts were lifted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the proximal half of the stent; struts from the 2 most proximal stent strut rows were lifted. The remaining undamaged crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found slight damage to the distal edge of the tip. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. 2134265

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal right coronary (rca) artery. A 2.50 x 16 synergy¿ stent was advanced but failed to cross the lesion despite several attempts. When the device was removed, it was noted that stent struts were lifted. No patient complications were reported and the patient's status was stable.